Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that a piece of her tampon broke off upon removal and a tampon piece remained inside of her causing an infection. There have been three attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had went to the doctor or if she was able to successfully remove the piece of tampon. The exact absorbency is also unknown. No further information is available at this time.